Event description:
It was reported that on (B)(6) 2010 the patient underwent a percutaneous coronary intervention at the (B)(6) to treat a lesion located in the proximal left anterior descending artery (lad). After rotablation was performed the lesion was pre-dilated with a 3.0x10mm cutting balloon, after which a 3.0x23 mm promus stent was placed. A kissing balloon technique was performed on the left main trunk (lmt)/proximal lad with 3.25x8 mm balloon, and the lmt/ proximal left circumflex with 3.0x15 mm balloon and the procedure was completed. On (B)(6) 2014, the patient was taken to another hospital with chest pain and angiography revealed thrombosis was observed in the deployed stent. The thrombosis was aspirated and the lesion was dilated with a 3.0x26 mm unknown balloon. The procedure was completed. The symptoms resolved and the patient has been discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of angina and thrombosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.